Event description:
The ampule was broken when the hosp opened it. There was no adverse consequence for the pt.

Manufacturer narrative:
Despite the various levels of packaging used to protect the ampoule component (rigid blister, blister retained, unit and shipping pack) rate incidents of ampoule damage have been reported. These cases are almost certainly due to handling/transit procedures rather than any weakness in the glass ampoule, which met the requirements of din 2f0170102a standard for amber glass ampoules.